Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs implant system. During the case, the pins in the plate, which hold the spring for the lever) of the broach handle instrument fell out and the instrument was not used during the surgery. The instrument breakage occurred at a back table in the operating room with no effect to the patient or the outcome of the surgery, which was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed if and/or when additional results are obtained.